Event description:
It was reported that the patient experienced low blood glucose while using the ilet, with a nadir of 66 mg/dl and fluctuations in the high 60s to mid 70s during the call, and the patient self-treated with approximately 6 grams of fast-acting carbohydrate consistent with oral glucose intake; the cause of the hypoglycemia was not determined, and additional training was requested. Symptoms included fatigue and low energy consistent with hypoglycemia. Outcomes included self-recovery with oral carbohydrate and no hospitalization. Investigation included internal case review and assignment for additional user training. Investigation of this case revealed no device malfunction reported or observed and no component-specific issue identified, with user sensitivity to carbohydrate noted and guidance on hypoglycemia management reinforced. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.